Event description:
It was reported that the atrial lead had noncapture at max output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b, ipg, implanted: (B)(6) 2006; 5076-58, lead, implanted: (B)(6) 2006. (B)(4).